Manufacturer narrative:
(B)(4) (exemption number e2015036). (B)(4).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded tntc (too numerous to count) cfu comprised of positive rods - bacillus thuringiensis study number (B)(4). The loaner duodenoscope was received by pentax medical for evaluation on 14/jan/2019. The duodenoscope was inspected by pentax medical service on 07/feb/2019. Inspection findings included the following: distal cap/ case cracked, distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed on (B)(6) 2019 yielded 1 cfu comprised of variable rods - oceanobacillus massiliensis study number (B)(4). Repairs were completed on 23/feb/2019 which included replacement of the following components: distal case/cap, rubber trim collar. The duodenoscope was delivered to the customer on 25/feb/2019 after having been resampled and cultured, with results meeting the acceptance criteria for reculturing. If all culture results fall into one or more of the following categories, the duodenoscope is returned to the test site for further use: (zero) colony forming units(cfu) of high concern bacteria, (zero) colony forming units(cfu) of low/moderate concern bacteria, 1-10 colony forming units(cfu) of low/moderate concern bacteria.